Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected cgm app shut-off occurred. The complaint states an unexpected cgm app shut-off occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.